Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The lens had shifted 20 degrees in the right eye and the lens was repositioned. Additional information was received as patient used company gel drops.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. The issue was not reported when it occurred in 2007. While taking information regarding a possible complaint for another product (eyedrops) the patient mentioned this issue which occurred shortly after the implant on (B)(6) 2007. Lens was repositioned. The manufacturer internal reference number is: (B)(4).